Event description:
It was reported that the pump over infused etopside. An infusion of etopside was programmed to infuse at 100ml/ hour with a total volume to be infused of 400ml. The infusion was completed within 3 hours and 40 minutes, which was 20 minutes sooner than expected. The pump displayed an error indicating motor shutoff safety switch test failed (error code 200.4160). There was patient involvement and no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump over infused etopside. An infusion of etopside was programmed to infuse at 100ml/ hour with a total volume to be infused of 400ml. The infusion was completed within 3 hours and 40 minutes, which was 20 minutes sooner than expected. The pump displayed an error indicating motor shutoff safety switch test failed (error code 200.4160). There was patient involvement and no harm.

Event description:
It was reported that the pump over infused etopside. An infusion of etopside was programmed to infuse at 100ml/ hour with a total volume to be infused of 400ml. The infusion was completed within 3 hours and 40 minutes, which was 20 minutes sooner than expected. The pump displayed an error indicating motor shutoff safety switch test failed (error code 200.4160). There was patient involvement and no harm.